Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient was hospitalized for the peritonitis. The cause of peritonitis was not reported. Treatment for event was not reported. Four days after the hospitalization, the patient was discharged. The patient had not recovered from the peritonitis. On an unreported date, the dianeal therapy was discontinued and the patient began hemodialysis. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). This report involves an unknown baxter cassette should additional relevant information become available, a supplemental report will be submitted.